Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump was later exchanged on 10/19/2015 for an unrelated event and was returned for evaluation (reference medwatch MFR report #2916596-2015-02151). The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a driveline infection. Drainage from the driveline exit site was first noted on (B)(6) 2015. In early to mid-(B)(6) the drainage reportedly became purulent. Information regarding the treatment rendered was not provided.

Manufacturer narrative:
The pump remained in use supporting the patient at the time of the event and was later exchanged on (B)(6) 2015 for an unrelated event and was returned for evaluation (reference medwatch MFR report #2916596-2015-02151). The evaluation of the pump could not conclusively determine a correlation between the device and the reported driveline infection. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.